Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alerted low battery and weak battery and the batteries drain within a day. The customer also indicated that a replacement battery cap was recently received however, the cap does not resolve the low and weak battery issues. The customer's blood glucose reading was 287 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the battery cap would be replaced again and to monitor issue and call back if necessary.

Manufacturer narrative:
No unexpected battery out limit, weak battery alerts, low battery alerts or failed battery test alarms noted during our testing. The insulin pump passed self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specifications. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address serial number label.